Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the vasoview power supply did not power up; the light did not come on. They switched the cord once and the power supply still would not light up or emit energy. A competitor's unit was used to complete the procedure. The hospital did not report any pt effects. The hospital keeps track of the cable usage. Maquet cardiovascular anticipates return of the product in question.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received. Items marked "ni" are unk to us at this time. Internal file number - (B)(4).